Event description:
The bolt that holds the hanger bar allegedly broke and the pt fell into the arms of the staff. The hanger bar missed the pt but the bolt allegedly hit pt in the face resulting in a cut requiring stitches.